Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day as onset, the pt was hospitalized for the event. The treatment and the outcome of the peritonitis were not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.